Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery because its lack of primary stability. The patient presented bone type iii and the implant was not replaced at the same surgery.